Event description:
It was reported that while entering the right ventricle, the protective sleeve of the delivery catheter exhibited ballooning while shooting contrast. The delivery catheter and leadless pacemaker (lp) were removed. The patient then experienced low blood pressure and pericardial effusion resulting in tamponade. Pericardiocentesis was performed to resolve the event. The lp was successfully implanted with a new delivery catheter. The patient was in stable condition.

Manufacturer narrative:
As received, the catheter was returned in one piece without a device attached. The reported event of ballooning of the protective sleeve was confirmed. A visual examination of the catheter revealed the protective sleeve was stretched with no damages. An x-ray examination revealed a bent sheath adjacent to the handle consistent with procedural damage. The stretched of the outer layer of the sleeve was due to pressure buildup during the attempted implant procedure. The cause of the reported event is consistent with procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.